Event description:
At the 1 week post op, microstriae noted nasally on the right eye only. Microstriae was not present at the 1 day post op. Surgeon did a flap lift and stretch right eye only. Uncorrected visual acuity (ucva) was 20/25 - 20/30-. Patient's pre op best corrected visual acuity (bcva) was 20/25+ right eye and 20/30 left eye. At the 1 day post op of flap lift, visual acuity sans correction (vasc) was 20/50.

Manufacturer narrative:
Additional narrative - the patient is doing well.

Manufacturer narrative:
(B)(4). Evaluation conclusion: - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013, due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the initial procedure) will make the evaluation difficult to determine. Customer indicated that microstriae was not present at one day post op and is only reporting this event. Customer did not request field service or clinical support. Placeholder.